Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was being pulled out, the black rx tunnel detached from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the black rx tunnel was detached from the catheter, and there were no other visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and there were no leaks, holes and pinholes observed with the device; the balloon was able to hold pressure. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was being pulled out, the black rx tunnel detached from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.